Event description:
It was reported the right atrial (ra) lead had low chronic impedance and there was a lead warning. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and inner insulation was breached - metal induced oxidation. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed) and all insulators has cosmetic issues from metal induced oxidation. The outer insulation had metal induced oxidation, cosmetic environmental stress cracking, was breached cut and there was a white substance on it. Also the lead was stretched.